Event description:
The patient reportedly experienced intermittent noise issues with his internal device for a few months. Extensive external equipment troubleshooting was performed and programming adjustments were made. This did not resolve the problem. Additional testing showed that the device is functioning normally. The patient has discontinued use of his device. Surgery to explant the patient's device will be scheduled.